Event description:
D: svc defib impedance has measured out of range since (B)(6) 2021 and rv defib impedance has measured out of range since (B)(6) 2021. R: pt lookup found that pt has mdt crt-d with all boston sci leads. Reviewed most recent carelink transmission. Svc defib impedance and rv defib impedance gradually increased (B)(6) 2021. Both impedances have been >200 ohms since (B)(6) 2021. Thoracic impedance also increased to >120 ohms at the same period and has not taken valid measurements since (B)(6) 2021. R-wave trends also show variability. Current egm appears normal but noted that sensing is set to bipolar (rvtip to rvring) despite the lead being dedicated integrated bipolar, which could be hiding lead integrity issue. Recommended repeating dfts and evaluating rvtip to rvcoil sensing. Based on information presented, integrity of the rv lead and ability to deliver high voltage therapy if needed cannot be confirmed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).